Event description:
It was reported that the bone cement used in bipolar hip arthroplasty hardened in 4 minutes, it could not be used for this surgery. The surgery was prolonged of no more than 3 minutes to take another cement. No adverse patient outcome was reported related to this event.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. 5 complaints on cement paste too short setting time were recorded on the reference from (B)(6) 2018 to (B)(6) 2022. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement used in bipolar hip arthroplasty hardened in 4 minutes, it could not be used for this surgery. The surgery was prolonged of no more than 3 minutes to take another cement. No adverse patient outcome was reported related to this event.

Manufacturer narrative:
(B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch unknown.